Event description:
It was reported the device could not be interrogated. It won't respond to a magnet and it didn't appear to be pacing. Approximately four months prior, longevity was estimated 21 months remaining. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.